Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. The patient came in emergently on (B)(6) 2016 with a rupture due to a type 1b endoleak and a type 3a endoleak. The physician elected to implant a non-endologix device to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported type 3a endoleak or the type 1b endoleak. Additionally there was evidence to reasonably support the following observations; aneurysm sac growth, a type 3b endoleak of the main body graft and the proximal extension, a partial crown separation of the proximal extension, and a type 1a endoleak. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, unresolved leak 29 months post implant, and patient anatomy.